Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the button is out of order. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Event description:
The customer reported that the oxygen button on the machine did not respond. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.